Event description:
Please note the 5 cases being reported concurrently by our facility have the d'vinci robot as a commonality; we are not implying that it is the cause. Our facility has two d'vinci robots. We are uncertain which one was used in this case. On (B)(6) 2013, pt underwent a d'vinci pelviscopy, laser excision of endometriosis, d and c, hysteroscopy and cystoscopy. Discharged in stable condition. She later developed a temperature of 102 degrees f, nausea, vomiting, and diarrhea and presented to another hospital on (b)(46 2013. There she had a CT that showed on abscess on her uterus and possibly a small tear on her rectum, was treated with IV antibiotics and admitted for 2 days. Rectal tear evaluated by gi. She was discharged on oral antibiotics. Pt had outpt CT which showed abdominal abscess was draining on its own, thus pt did not require surgery. However, pt continued to have constant diarrhea, nausea, vomiting, fever, and pelvic pain, and was readmitted on (B)(6) 2013. Found to have ileus. Was npo and on antibiotics. Ileus and pelvic infection resolved, and pt discharged on (B)(6) 2013 in stable condition.